Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. Since the event log verified that the error had occurred during running on ac power with the internal battery capacity having been 97%, the power management board and internal battery were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. Since the event log verified that the error had occurred during running on ac power with the internal battery capacity having been 97%, the power management board and internal battery were replaced to address the issue. Further investigation of the power management board at the product investigation lab (pil) could not duplicate the error code "err_int_li_ion_depleted" from service. With the suspected power management board installed, it operates on all power sources without issue or error code and provides continuous operation on all power sources. In addition, suspect power management board passed power source testing at trilogy mfts. Pil has determined that power management board operates as expected. The power management board has been scrapped.